Event description:
It was reported the patient "has had good batteries and bad batteries implanted and some have controlled his tremor better than others". It was also implied that some of the batteries in the past died before they should have. No new reportable information.

Event description:
Additional information received reported the battery depletion was not premature. It was noted no diagnostics were performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l73657, implanted: (B)(6) 1999, product type: lead. (B)(4).